Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level exceeded normal levels, reaching 504 mg/dl at the time of the event. The customer took corrective action by administering a correction bolus via the pump and successfully turned pump on and resumed insulin delivery. Technical support decided to replace the pump and provided instructions to the customer, who acknowledged understanding, including returning the pump using a prepaid label. The customer will continue using the current pump for insulin therapy.